Event description:
A malfunction was reported on the pump, and the screen went dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the pump into a power source, which resolved the issue temporarily as the screen turned on. Customer reverted to an alternate method of insulin therapy.